Manufacturer narrative:
After reviewing the information provided in the complaint file, it is determined that this event is deemed not reportable as there as no patient contact and therefore, there should not have been a mw submitted for this case.

Manufacturer narrative:
Date of event was asked but unknown. The device was received and the evaluation is anticipated. Once the investigation is complete, a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant driver ø3.5/4.3 short did not "catch well" (or did not fit well) upon screwing in. The issue was discovered prior to be used on patient. There was no known impact or consequence to patient.